Event description:
It was reported that patient presented remotely via merlin. Net. Review of transmission noted that implantable cardiac defibrillator (ICD) exhibited ventricular under-sensing which failed to detect ventricular tachycardia (vt) and prevented high voltage therapy. The patient passed away.